Event description:
The customer reported that the product in the box was defective, tip of the catheters was bent because of the way it was packaged. The customer tried to use the product, but it caused bleeding. The customer orders this item regularly and never experienced issues. Additional information was received from the customer and stated that there was no medical intervention or treatment required.

Manufacturer narrative:
Section b5 has been updated to include additional information. See section h6 codes (health effect - impact code): updated to 2199: no health consequences or impact.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the product in the box was defective, tip of the catheters was bent because of the way it was packaged. The customer tried to use the product, but it caused bleeding. The customer orders this item regularly and never experienced issues.

Manufacturer narrative:
The device history record (DHR) for lot 2327517364 was reviewed and no anomalies related to the reported issue were observed. A few pictures were provided for analysis, and upon reviewing the pictures, the reported issue was observed. A physical device was returned for evaluation and the reported issue was not observed on the returned sample. A definitive root cause could not be determined. Based on this information, no corrective actions are warranted at this time. We will continue to monitor related reports to determine if additional actions are necessary.